Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation, when the lens was unfolded in the bag, areas with apparent changes in thickness were observed in the central part of the lens, which at one point made surgeon think it was viscoelastic, in addition to appearing lines in the central part. The lens was left on, and the patient will be reviewed in a week and will determine if it interferes with the patient's vision. The doctor is considering the option of removing the lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.4., h.3.,h.6 and h.11. The product was not returned for analysis. Only photo was returned. Returned photo shows implanted iol. There are multiple lines/marks and light reflections observed over the iol optic. The exact location of the observed marks/lines cannot be confirmed. No determination of the reported complaint can be concluded based on the returned photo. Based on our observation of the attached photo, there are multiple lines/marks and light reflections observed over the iol optic on the implanted iol. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).